Event description:
A power source alert was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, after which the pump began charging, and no further assistance was required.